Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 443 mg/dl and the current blood glucose level was 400 mg/dl. Customer reported 15 to 20 minutes hold and insulin pump was not delivering insulin for high blood glucose, they stated she unscrewed the reservoir and she can smells insulin on the reservoir compartment of the insulin pump. The customer was assisted with troubleshooting. Customer stated that they did not used auto mode feature at time of high blood glucose event. Customer stated that insulin pump was exposed to fluid in reservoir compartment. The reservoir was leak at the o-ring inside the lip of the reservoir. The self-test was passed. The insulin pump will be and reservoir not be returned for analysis.